Event description:
It was reported that the instrument was discovered to be fractured after a spd wash. All pieces have not been returned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found it to exhibit signs of repeated use. Post feature has fractured off. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.